Event description:
Per the clinic, the patient experienced poor performance since activation, no sound, atypical sound percept and pain with the device use. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The device was subsequently explanted on (B)(6) 2026, as the patient required MRI scan for a medical condition. There are no plans to reimplant the patient with a new device as of the date of this report.